Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4574-53 lead, implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead was causing diaphragmatic stimulation. The lead was programmed off. A year later, during device replacement, the lv lead was extracted and a new lead was implanted. No patient complications have been reported as a result of this event.